Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. There was visible damage to the 15th and 16th distal wraps (segments) with numerous struts raised. There was no visible damage to the distal tip. A sheath of similar dimensions could not be loaded onto the stent due to the deformation at the 15th wrap. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician attempted to use two endeavor resolute drug-eluting stent to treat a lesion in the lad exhibiting 90% stenosis, severe vessel calcification and tortuosity. Pre-dilatation was performed. No abnormality was noticed during inspection of the devices prior to use. During delivery it was reported that resistance was encountered during delivery of both devices but excessive force was not used. Initially the physician attempted to deliver one stent but the device failed to cross the target lesion and was removed from the patient. The physician switched to this second endeavor resolute drug eluting stent but it also failed to cross and was removed from the patient. The physician pre-dilated again and replaced the stent with a third endeavor resolute to complete the operation successfully. The physician commented that the event was related to patient¿s vessel calcification and tortuosity. No patient injury was reported as a result of the event. Analysis of this second stent used confirmed that the stent was deformed. Please note that this device, endeavor resolute is not marketed in the united states; however, it is similar to the united states marketed product resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.